Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4), alleging that her father¿s onetouch ultra mini meter reading erratic, inaccurately high compared to his feelings and/or normal readings, and inaccurately high compared to a calibrated laboratory result. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that they first became aware of the alleged meter issue at 9 am on (B)(6) 2018, alleging that, they obtained inaccurate blood glucose readings of ¿329 and 295 mg/dl¿ with the subject meter. The tests were performed within ten minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The reporter also alleged that the readings were inaccurately high, compared to her father¿s feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lifescan to determine an inaccuracy. The reporter stated that four days prior to obtaining the ¿329 and ¿295¿, the patient had obtained a result of ¿135 mg/dl¿ on a calibrated laboratory device. This is not a valid comparison due to the invalid time difference. The reporter informed the csr that the patient manages his diabetes with insulin (no adjustments), and that he made no changes to his normal diabetes management regimen. The reporter alleged that at an unknown time, after the meter issue began, the patient developed symptoms of ¿dizzy, nausea and sleepy¿. The reporter stated that she treated the patient¿s symptoms by giving her dad some food/drink. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Please refer to related pis (B)(4) for additional information included in this submission.